Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 17-year-old female patient presenting for cardiomyopathy. During impella support, it was discovered that the patient had vascular damage resulting in the development of bleeding complications and hematomas. A cutdown was initially attempted with the pump in place, however the pump ultimately had to be removed so that proper access to the femoral artery could be obtained for the repair. Coinciding with the artery repair, the patient was provided two units of blood to counteract the bleed. A definitive cause for the damage was unknown. The patient was reported to be stable following the intervention.